Event description:
It was reported that this right ventricular (rv) lead exhibited high shock lead impedances out of range. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.